Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted and the lcd board was okay. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 159 mg/dl. Troubleshooting for the blank display was performed. Customer was unable to deliver a bolus due to blank display. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.